Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the end of the muffler was loose, the device failed safety check, there was a hole in the hose by the muffler and the device was power broken. Therefore, the reported condition was confirmed. It was determined that the cause of the power broken failure was due to failure to follow the directions for use and running the device in the safe or load position. It was determined that the hole in the hose was from detaching the motor improperly. It was determined that the muffler end was loose due to loctite deterioration. It was further observed that the device showed signs of damaged caused by the sterilization process/ immersion during cleaning, which was a failure to follow directions for use. The assignable root cause was determined to be due to component damage from misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device not working properly. During in-house engineering evaluation, it was observed that the device was power broken and the end of muffler was loose. It was further observed that the device failed safety check and had a hole in hose by muffler. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.